Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set did not allow solution to flow when it was not tightly screwed in to an IV catheter. The set was being used to infuse saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.